Manufacturer narrative:
Other text: corrected data: suspect medical device information corrected, updated sections d (there is no expiration date).

Event description:
Information was received indicating that a pump or smiths medical, cadd medication cassette failed with 80 ml remaining. It was reported the pump was replaced. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).